Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they were changing the cartridge and noticed that the cartridge holder had a crack. Customer's blood glucose reading was 480 mg/dl at the time of the incident. It was unknown how the high reading was treated. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.